Event description:
This unsolicited device case was received from (B)(6) on (B)(6)-2014 from a physician (orthopaedist). This case concerns a patient (demographics not reported) who developed arthritis after receiving treatment with synvisc. No other medical history, past drugs, concurrent condition or concomitant medication was reported. Patient used synvisc in past too (3 injections). On an unknown date in (B)(6)-2014, the patient received treatment with intraarticular synvisc injection, at the dose of 2 ml (second course, fourth injection) (frequency, lot/batch number and expiration date unknown) into an unspecified knee for gonarthrosis. On an unknown date, after an unknown latency, the patient developed arthritis. It was reported that the symptom of joint swelling was so intense that the infection was suspected for a while. Action taken: stopped temporarily. Corrective treatment: not reported. Outcome: recovered/resolved arthritis (arthritis). Reporting orthopaedist's seriousness assessment: serious (persistent or significant disability/incapacity). Reporting orthopaedist's seriousness assessment: highly probable. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment date (B)(6)-2014: this case concerns a patient who experienced arthritis while receiving treatment with synvisc for gonarthrosis. In this case, the causal role of synvisc cannot be excluded for the occurrence of the event, however the lack of information regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.